Manufacturer narrative:
G4: 21oct2020 b4: (B)(6) 2020 a speaker assembly was return for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to an electrical open in the speaker created the primary alarm failure error code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28jul2020.

Event description:
It was reported while testing was being performed before using the ventilator, a "check vent: primary alarm failed" alarm sounded. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The service technician found in the ventilator diagnostic logs an error indicating primary alarm failed. The manufacturer¿s international service technician replaced the speaker to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.